Event description:
According to the customer, the surgical lighthead fell down during the cleaning procedure. The lighthead was suspended and held only by the electrical cables. This happened while or staff was preparing the room, yet no one was in the area of the falling subassembly. Nobody was injured.

Manufacturer narrative:
Distributor representative visited customer and assessed the damage to the device. The broken part has been replaced by the service representative.